Event description:
There was no pt involved in this event. The device is emitting an audible "device service required" warning indicating that the device has failed a routine self-test. A device in this failure mode, if left undetected, could result in the failure of the device to perform as intended if required.